Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient was involved in an accident in 2008. After that all testing showed ok and there were no hearing problems. Two weeks ago, patient suddenly heard a strange noise and she felt pain. After this she was no longer able to hear. Since then it is very difficult to carry out any testing as it is painful. Testing that was carried out showed an ok status for all the active electrode array. No abnormal values were seen except for the go impedance which has decreased from 1.29 kohm to 0.58 kohm.